Event description:
It was reported that during a ptca procedure in a pre dilated lesion, over another MFR's wire, resistance was encountered during advancement. Upon removal it was noted that the shaft had fractured at the hypotube section. The entire system was removed without incident. No pt injuries or complications occurred.